Event description:
On (B) (6) 2010, initial surgery was done for femoral neck fracture. On (B) (6) 2010, when the patient moved to another bed, dislocation of the implants from acetabulum was noted. The doctor tried to do manual reduction, the head was removed from the neck of the stem. On (B) (6) 2010, revision surgery was done to replace the implants.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.